Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 388 mg/dl at the time of incident. The customer stated that the blood glucose reached 400 mg/dl and dropped 48 mg/dl. The customer stated that the high blood glucose was treated with the insulin pump. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the no delivery alarm was resolved by a complete set change. The reservoir will not be returned for analysis.